Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Visual inspection of the returned device found distal end damage and gouges. The distal end is charred, suggesting possible improper techniques and/or a lack of required irrigation during use. These situations may contribute to over-heating and fracture. Fracture surfaces of the osteotome suggest multiple origin fatigue fractures. A conclusive root cause of the event could not be determined with available information. The following could not be completed with the limited information provided. Date of event - ni; no information was provided about the fracture of the osteotome; however, it may have occurred during another event. This event is reported on 1825034-2016-03461. Manufacture date ¿ ni.

Event description:
Osteotome was found to be fractured. It is unknown if the device fractured during a procedure. No further information has been provided.